Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that the customer was experienced low blood glucose. The customer blood glucose level was 24 mg/dl at the time of incident. Customer was in the hospital for chemo. It was unknown that auto mode feature was active or not at the time of event. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis. ¿